Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01-apr-2026, a clindex notification was received via email indicating that additional information had been obtained from a clinical study (shoulder arthroplasty registry, airr 00608). The subject¿s initial shoulder arthroplasty was performed on (B)(6) 2025 using the univers revers apex implant system. According to the report, review of the subject¿s clinical records identified that the subject sustained a periprosthetic humerus fracture in the target shoulder and subsequently underwent open reduction and internal fixation (orif) on (B)(6) 2025. Follow up documentation dated 09-sep-2025 indicated the subject was attending physical therapy once per week. At that time, the subject reported limited range of motion and pain rated 5/10. At a subsequent follow up visit on (B)(6) 2025, it was documented that the subject was performing prescribed exercises at home. The subject reported occasional mild pain and was noted to be overall doing well, though continued to experience difficulty raising the arm overhead. Persistent limitations in range of motion were noted. The periprosthetic humerus fracture was classified as a bone fracture in the target shoulder and was determined to be related to trauma. Device causality was assessed as unrelated, and no device malfunction or failure was identified. Surgical management consisted of open reduction, and all components were revised due to infection. The event outcome was assessed as resolved with sequelae.